Event description:
It was reported that the patient had endocarditis and bacteremia requiring the removal of their implantable cardioverter defibrillator (ICD) system.  The patient was reported to be enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular defibrillator, (B)(6) 2009; 694765, implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.